Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman delivery sheath. The patient did not have a tortuous anatomy. During procedure, the occluder was "very tight through the transition from loader to delivery sheath." When the device was deployed, it deformed with a cobra shape. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and exchanged for a new 25-18mm amplatzer talisman pfo occluder, which was successfully implanted using a new 9f amplatzer talisman delivery sheath. The patient was reported to have been discharged in stable condition.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the cause of the reported device deformity could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman delivery sheath. The patient did not have a tortuous anatomy. During procedure, the occluder was "very tight through the transition from loader to delivery sheath." When the device was deployed, it deformed with a cobra shape. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and exchanged for a new 25-18mm amplatzer talisman pfo occluder, which was successfully implanted using a new 9f amplatzer talisman delivery sheath. The patient was reported to have been discharged in stable condition.